Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was chosen for treatment of an 80 percent stenosis lesion in the mid lad. The orsiro mission was positioned in the lesion, but it was too long. In the attempt to change the stent and put a shorter one inside the lesion, the orsiro mission stent hooked inadvertently on the struts of a previously implanted stent in the lm. When withdrawing the balloon catheter, the orsiro mission stent dislodged from the balloon catheter and remained in the lm. With a new ptca balloon catheter the unexpanded stent was passed, positioned and expanded in the lm and proximal lad. Pot was performed to optimize the stent apposition.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material not returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Considering the physicians description, the root cause for the complaint event is most likely related to the patients anatomy (i.e. Previously implanted stent). It should be noted that the IFU advises the user to visually examine the stent system prior to the procedure to verify its functionality and to ensure that its size is suitable for the specific procedure for which it is to be used.